Manufacturer narrative:
Based on the current information provided, the root causes of the complications, after undergoing da vinci-assisted total mesorectal excisions, cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. System or instrument log reviews could not be performed due to lack of information provided. The system information and procedure dates are unknown. This complaint is being reported due to the following conclusion: within the journal of robotic surgery article titled, ¿is robotic da vinci xi® superior to the da vinci si® for sphincter preserving total mesorectal excision? Outcomes in 150 mid low rectal cancer patients,¿ it is noted that 5 patients who underwent robotic-assisted total mesorectal excision procedures using the da vinci si system, experienced anastomotic leaks. The root causes of the complications are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the complications. Note: (on 20-may-2022, isi received information indicating that the operative complications noted within the article had occurred at 2 different hospitals: "liv ulus hospital" and "acibadem maslak hospital.") 1. This medwatch report (MDR) is being submitted to report the operative complications noted within the article involving the da vinci si system, under site name = "cordamed biomedikal muhendislik as: liv hospital." 2. Refer to MDR with patient identifier #(B)(6) for MDR submission of the operative complications noted within the article involving the da vinci xi group, under site name = "cordamed biomedikal muhendislik as: liv hospital." 3. Refer to MDR with patient identifier #(B)(6) for the initial MDR submission of the operative complications noted within the article involving the da vinci xi system, under site name = "acibadem maslak hospital." 4. Refer to MDR with patient identifier #(B)(6) for the initial MDR submission of the operative complications noted within the article involving the da vinci si group, under site name = "acibadem maslak hospital." Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacturer.

Event description:
Intuitive surgical, inc. (Isi) became aware of a journal of robotic surgery article titled, ¿is robotic da vinci xi® superior to the da vinci si® for sphincter preserving total mesorectal excision? Outcomes in 150 mid low rectal cancer patients¿ (aliyev, v., et al., 2022). Within the journal article, post-operative complications involving a da vinci surgical procedure were noted. This observational study summarized the comparison of the xi da vinci system to the si da vinci surgical systems for total mesorectal excision. A retrospective analyst was conducted to determine the superiority between the robotic da vinci si® (si group) and da vinci xi® (xi group) generation in patients with mid-low rectal cancer. Between december 2011 and december 2017, 88 patients with mid-low rectal cancer were operated on using the si robotic system, and from january 2018 to may 2021, 62 patients with mid-low rectal cancer were operated on using the xi robotic system. Diverting ileostomy was created in 8 patients of si group and in 58 patients of the xi group patients. The clavien¿dindo classification system (I-IV) was used to classify adverse events. In the si group, there were 9 overall complications (clavien-dindo: I-ii = 6; iii = 3). In the xi group, there were 7 overall complications (clavien-dindo: I-ii = 5; iii = 2). Of those complications, 7 patients in the da vinci xi group had anastomotic leaks, compared to 5 patients in the da vinci si group. Anastomotic leakage rates were higher in the xi group compared with si group patients, but not statistically significant (11.3% versus 5.7%). It was assumed that this was due to the large number of male patients in the xi group. Per the authors, these surgical outcomes/complications were considered to be normal, regardless of whether the procedure was robotic or not because of the technical features of the da vinci si system and the da vinci xi systems. Despite the high incidence of mid-distal rectal tumors and male patients in the xi group, the operation time was significantly less compared to the si group. There was no report or allegation from the journal article authors of a specific deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. On 20-may-2022, isi received the following additional information regarding the complications noted within the article from a distributor: the complications were associated with procedures performed at 2 different institutions.